Event description:
Caller reported a tandem mobi cartridge alarm, which coincided with a malfunction. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Following the incident, the caller inserted a new cartridge and was able to resume insulin delivery. No further troubleshooting was conducted due to the cartridge change.